Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The two devices opened by the account with the appropriate packaging and eight sealed representative samples were available for evaluation. Visual inspection of the representative samples noted that the breathable pouch was opened without any tears of the tyvek packaging. Functionally, the sutures were removed from the retainers without any difficulty. A simple knot was performed on the suture and the knot was pulled tight. The suture ends were loaded onto an instron machine by clamping the ends with cord yarn grips. No suture breaking or fraying was noted while handling/loading the suture into the instron machine. The instron then pulled the suture at a rate of 300 mm/min until the suture broke. The breaking point load force was measured and were found to meet european pharmacopoeia (ep) minimum mean and minimum individual specifications. It was reported that 12 suture threads broke with just a slight touch before the stitching could even begin. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to an ophthalmic surgery, the 12 suture threads broke with just a slight touch before the stitching could even begin. Another suture was used to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.